Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: technical cause for display of error code e135 before the esg-400 can use a connected foot switch, it must be assigned to one of the four outputs by the user. The error message e135 occurs when the user presses a connected single footswitch without first correctly assigning it to an output. In such a case, the user should first check whether the foot switch in question has been correctly assigned and, if necessary, make the necessary settings on the generator. If the e135 error message occurs despite the foot switch being correctly assigned, the esg-400 should be checked by an authorized service workshop and repaired if necessary. Here the suspicion arises that there is a defect on the motherboard. A possible defect in the foot switch can be ruled out from a technical point of view. With this error pattern, there is a high probability of a user error. Technical cause for display of error code e136 before the esg-400 can use a connected foot switch, it must be assigned to one of the four outputs by the user. Error message e136 occurs when the user presses a connected double footswitch without first correctly assigning it to an output. In such a case, the user should first check whether the foot switch in question has been correctly assigned and, if necessary, make the necessary settings on the generator. If the e136 error message occurs despite the foot switch being correctly assigned, the esg-400 should be checked by an authorized service workshop and repaired if necessary. Here the suspicion arises that there is a defect on the motherboard. A possible defect in the foot switch can be ruled out from a technical point of view. With this error pattern, there is a high probability of a user error. Technical cause for display of error code e18 for safety reasons, the esg-400 monitors the high-frequency leakage currents during activation. Error message e187 occurs if the high frequency leakage current has exceeded the limit of 150ma for monopolar application or 100ma for bipolar application. Possible causes are: 1. An incorrectly grounded instrument. 2. An incorrectly applied neutral electrode in bipolar mode. 3. The patient is in contact with the ground. 4. The user is in contact with the ground. 5. Hardware defect on the generator board (permanent error). If error message e187 only occurs sporadically (during use), points 1 to 4 must be checked critically by the user and changes made if necessary before the use is continued. If error message e187 occurs frequently or even permanently and points 1 to 4 can be ruled out with certainty, the esg-400 should be checked by an authorized service workshop and repaired if necessary. With this error pattern, there is a high probability of a user error. In the present case, oste-hh assumes a user error. Technical cause for error code e006 the reported occurrence of error e006 can be traced back to various causes. What they all have in common is that the electrical resistance between the two electrodes of the device that are in operation increases and the error message is then triggered. Originally, the error message e006 was intended to warn the user if a rinsing liquid with insufficient conductivity was used in saline mode. However, since the conductivity of the entire path can also be changed by other influences, error message e006 may also be triggered here. Possible causes are: 1. An accreting tissue deposit on the electrodes. 2. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connection cable. 3. Increased contact resistance due to defective contacts on the feed dog or the connection cable. 4. The instrument is in a gas bubble during activation. Defective contacts on the feed dog can occur in particular if the instruments are not correctly connected and the generator has not been activated. A contact damaged in this way does not necessarily have to lead to a failure picture the next time it is used, but it can also be degraded in the further course, so that the error message described only occurs later. This issue is addressed in the instructions for use (IFU): the customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the facility received an error when started using the high frequency unit "esg-400". There was a message foot pedal not assigned. They also received error codes e187 and e006. Customer was informed that the e187 increased high frequency leakage current and the grounding pad may have unnecessarily been attached to the patient. E006 non-conductive fluid ensures they were in saline, the electrode may have been out of the saline, there may have been encrusting on the tip. Customer was able to resolve the foot pedal unassigned by powering off, reseating the foot pedal powering on. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.